Event description:
The user visited the clinic on (B)(6) 2022 that his hearing perception with the device was affected. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user visited the clinic on (B)(6) 2022 because his hearing perception with the device was affected. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. The device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Conclusion: device investigation revealed damage to the active electrode array, which might point to a mechanical damage of the electrode array caused during insertion attempts. Impedance fluctuations and short circuits were seen since implantation and progressing later on leading to the reported decrease in hearing performance. Other mechanical damages found during investigation are likely related to the removal surgery. This is a final report.

Event description:
The user visited the clinic on (B)(6), 2022 because his hearing perception with the device was affected. The user has been re-implanted.

Event description:
The user visited the clinic on 21.jan.2022 because his hearing perception with the device was affected. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.